Manufacturer narrative:
A portion of the device was discarded and a portion remained in the patient, thus no investigation could be completed.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and a left ventricular (lv) lead due to non function. Complete occlusion of the patient''s system from the left side to the superior vena cava (svc) was noted. A right atrial (ra) lead was present within the patient, but was not targeted for extraction. Spectranetics lead locking devices (llds) were inserted into the rv and lv leads to provide traction. The physician began by using a spectranetics 14f glidelight laser sheath to attempt rv lead removal, but encountered stalled progress at the distal end of the lead''s proximal coil, so upsized to a 16f glidelight. Advancement was made past the svc, and the lead freed up with traction. The patient''s blood pressure dropped, and transesophageal echocardiography (tee) noted fluid in the pericardium. Rescue efforts began, including rescue balloon and pericardiocentesis to drain the blood. The pericardiocentesis had an immediate positive effect, and blood continued to be removed as the CT surgeon scrubbed in. Blood and platelets were administered to the patient. Fluid was also discovered within the left chest cavity, and the physician suspected the rv lead tip had been implanted or migrated through the pericardium and by pulling the lead, it perforated the rv apex and pericardium, thus explaining why effusions were present in both locations (MDR #1721279-2022-00115). The bleeding eventually stopped without surgical intervention. Multiple venograms were performed to check for svc injury, with no injury to that area detected. The extraction attempts stopped. The physician was able to successfully unlock the lld from the rv lead and removed the lld. He capped the rv lead and it remained within the patient. He attempted to unlock the lld from the lv lead without success so the lv lead/lld was cut and capped and remained within the patient (MDR #1721279-2022-00116). The plan is to remove the leads at a later time, once the patient is determined stable. This report captures the lld present within the lv lead which would not unlock and was cut and capped and remained in the patient.